Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unit had blank display and battery heating up due to c13 on lcd puncturing through the isolation tape and making contact to the battery tube (B)(6) side. Unable to verify failed battery test alarm due to blank display. Mp (B)(6) 2012.

Event description:
The customer reported via phone call that insulin pump had the failed batter alarm. The blood glucose at the time of the incident was unknown. The customer was completed with troubleshooting and resolve issue. The device will be returned for analysis.